Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp no longer showed any flow after about 2 hours of operation on the patient. Subsequently, the device has been exchanged by the customer. The pump did not stop because no intervention was set by the user. During the inspection, a loose contact due to a cable break was discovered on the flow/bubble sensor but no visible damage on the outside of the cable was present. When moving the cable, the cardiohelp repeatedly shows the error: no flow signal. A getinge field service technician (fst) was sent for investigation and repair. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "no flow signal" could be confirmed multiple times on the date of event. The fst determined the root cause as a cable break inside the cable of the flow/bubble sensor which lead to a loose contact. The affected part could not be returned to the manufacturer for further investigation because it was kept by the customer. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2021-12-16. The device history record (DHR) of the cardiohelp device was reviewed on 2023-12-08. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "error message: no flow reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the device no longer showed any flow after about 2 hours of operation on the patient. Subsequently, the device has been exchanged. During the inspection, a loose contact was discovered on the flow/bubble sensor. When moving the cable, the device repeatedly shows the error message: "no flow signal". No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.